Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 11/14/2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 11:24 am. She obtained glucose results of "345 mg/dl" on the subject meter and "66 mg/dl" on another meter, done more than 30 minutes of each other. She denied taking any medications to manage her diabetes and due to the alleged issue she continued her usual diabetes management routine. The patient claimed "1 hour" before the alleged issue started, at 10:24 am she felt "tired and could not keep her eyes open". In response to the alleged inaccurate high result and her symptoms, on (B)(6) 2011, at 11:40 am she reportedly went to the emergency room where she was treated by a health care professional with food and drink (orange juice). She stated that on (B)(6) 2011, at 12:30 pm her glucose was tested with their ER meter and they obtained a glucose result of "66 mg/dl". There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter and an approved sample. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.